Event description:
Hcp reports the "distal hole pin came out of catheter (and left in pt)." In 2003, the intrathecal catheter was placed through the spinal needle. The catheter would not advance beyond the tip of the spinal needle. When the catheter was removed, the end hole pin was gone. Fluoroscopy was then done in the operating room which showed the catheter "end hole pin" still in the pt. The physician consulted a neurologist and decided to leave the piece believing that it would wall itself off with scar tissue. The pt appears to be doing well.